Manufacturer narrative:
Patient information not provided by reporter. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the surgeon was performing final tightenting the tip of the shaft sheared off rendering the driver useless. All broken off pieces were removed from the patient. There was no patient harm. They used another driver instead. No prolongation in surgery. This report is 1 of 1 for (B)(4).